Event description:
Consumer called to report readings from her logic meter do not match laboratory results. Analysis run on clark error grid using lab result readings (31) as ref. Point vs. Bd readings of (80) yielded data points in the d zone of the grid, outside of acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.